Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed multiple records of unexplained power on reset. On examination, there was moisture observed inside the battery compartment; the battery compartment was intact without damage. A leak test was performed; no leaks were detected through leak testing. The pump was successfully powered on for investigation. On investigation, the up arrow button was found to be responding as the contrast button, the ok and down arrow buttons had proper response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contact. The pump case was removed for investigation and revealed moisture corrosion present throughout the inside of the pump; moisture corrosion was found on the keypad flex/connector. Investigation did not duplicate the alleged no power issue, as the pump powered on for investigation. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.